Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse called in for error log review. Tse noted 32101 errors on the proximal setup joint (psuj), distal setup joint (dsuj) and the universal surgical manipulator (usm). The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis investigation for the usm is not complete. The complaint regarding repeated recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported recoverable fault 32101 which the customer cannot recover. The technical service engineer (tse) observed error 32101 and other set up joint (suj) 3 errors observed in logs. Tse walked the customer through the emergency power off (epo) of the patient side cart (psc) with no change. The customer stated the surgeon needs all three universal surgical manipulators (usm) for procedure. Another system was on site with same software version and tse inquired of swapping psc and the customer stated that wasn't an option. The customer moved to end call requesting fse to follow up without providing procedure outcome. The tse observed in artemis logs that the customer proceeded with a three-arm system. System documented as down due to the customer¿s comments of surgeon needing all four arms thus likely to impact future cases after this case. Fse to follow up. The procedure was later converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that all systems are checked daily, prior to any cases. The issue arose during the case after an hour of case time. No errors populated upon start up. Fault was recovered several times and case continued. Eventually, the robotic system wouldn't allow the fault to recover. The surgeon was unable to complete this case with an arm disabled. Had to convert to open to finish the case. No patient injury. The case was delayed by over thirty minutes. Procedure was converted to open after arm 3 was deemed unusable and unable to recover the fault. The procedure was unable to be completed in that state. Converted to open d/t arm 3 failure. Surgery was not anticipated to convert to open. Only converted d/t to arm failure. Surgery was completed and patient did not encounter any issues during surgery. No issues were encountered during setup. Started during the procedure during arm exchanges.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and performed failure analysis. The usm was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as multiple errors were triggered. The unit was also tested on a patient side cart fixture test platform (pftp) and failed the direction test with an error on the axes controller motor (acm). The 48v flat flex cable (ffc) from the clockspring and acm printed circuit assembly (pca) was replaced with new ones and the errors went away. The original clockspring 48v ffc and acm pca were reconnected, and the errors returned. The clockspring assembly and the acm pca will be replaced as a fix. As a precaution the axes controller arm (aca) will be replaced as an error was also showing in the system error logs being triggered on the aca.